Manufacturer narrative:
H.6. Investigation: the batch history review (DHR) was not performed due to no batch number reported. Also due to that, it was not possible to verify maintenance records and quality notifications. No photos / samples were received for evaluation, it was not possible to carry out an investigation and to determine the root cause for the incident. H3 other text : see h.10.

Event description:
It was reported that a scale marking was noticed to be missing on the bd plastipak¿ insulin syringe barrel during use. The following information was provided by the initial reporter, translated from portuguese to english: ""insulin syring with no needle" missing the scale marking in the barrel."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a scale marking was noticed to be missing on the bd plastipak¿ insulin syringe barrel during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "insulin syring with no needle" missing the scale marking in the barrel."